Event description:
It was reported that this right atrial (ra) lead was explanted due to it having poor sensing and high capture thresholds. A new device was implanted. No additional adverse patient effects were reported.